Event description:
Explanting surgeon reports left side device rupture with the presence of siliconomas diagnosed by ultrasound. The device was explanted.

Manufacturer narrative:
Additional/changed and/or corrected data. Device evaluation: visual analysis of the returned device identified to be underweight, an opening, and a flat crease. A microscopic analysis was performed which identified a sharp edge opening assessed as a unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side device rupture with the presence of siliconomas.

Event description:
Explanting surgeon reports left side device rupture with the presence of siliconomas diagnosed by ultrasound. The device has been removed.